Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached between 550 mg/dl and 600 mg/dl while wearing the pod between 36 and 48 hours; it was reported the pod was leaking during wear. Symptoms reported include hyperglycemia, dizziness, nausea and feeling lightheaded. The patient was treated with an intravenous fluids, intravenous insulin and heparin. The patient was released from the hospital after 3 days.